Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (abb tactile cng/unresponsive) issue. It was reported that the audio bolus button was not functioning and required multiple firm presses to elicit a response. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 08/21/2013 - device evaluation: the pump has been returned and evaluated by product analysis on 07/25/2013 with the following findings: during investigation, the audio bolus button was found to be unresponsive to button presses. The audio bolus button cover was removed and the internal plug was found to be misaligned. During testing, the audio bolus button was found to be inoperable due to internal corrosion. Unrelated the complaint, evaluation revealed a vibration motor failure. Testing confirmed that the pins on vibration motor were not making an electrical connection with the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.